Event description:
It is reported that the head impactor fractured during the final seating of the femoral head.

Manufacturer narrative:
Eval summary: in general, impactors become damaged through repeated use due to impactions sustained while in use impactors or impactor heads should be replaced when the part is no longer functioning. The condition of the returned device indicates that it has been used a number of times. The most likely cause of the failure is due to impactions sustained throughout the lifetime of the device. Eval: as returned, the impactor head has fractured on the centerline where the screw travels through the polmalux material. At the time of return, the device had a potential field age of approx 12 yrs and exhibits significant amount of use on the handle and impactor pad. The device history record was reviewed and found to be conforming, indicating that the device was mfg, inspected, and packaged to spec.